Event description:
It was reported through the attorney for the patient that allegedly, "the patient received a trident hip system." It was further reported that "within several months, the patient began experiencing pain in the hip, groin, legs, and back and trouble walking."

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics' legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available.